Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 130 mg/dl at the time of incident. The diabetic therapy consultant stated that screen was scratched and difficult to read at time. There was condensation inside the screen. The customer was advised to monitor the pump. The insulin pump was not returned for analysis.